Event description:
It was reported that the pump¿s screen was cracked after the device was compressed between the user¿s body and a desk, after which the user was unable to access the pump while insulin delivery continued in the background. Symptoms included no reported adverse clinical effects. Outcomes included the need for backup therapy because reliable insulin delivery management and meal announcements were not assured. Investigation included remote troubleshooting and user education regarding device shutdown and data sync. Investigation of this case revealed physical damage to the display component resulting in loss of user interface access, consistent with screen breakage and user-induced mechanical stress. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external force.